Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A conclusive cause for the reported thrombus cannot be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
Additional information reported that was no treatment performed for the thrombus. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4+. Two clips were implanted, reducing mr to 2. After pulling back the steerable guide catheter (sgc) to the right atrium, thrombus was noted in the right atrium. No additional information was provided.